Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient's current ins 'is not as good as the older one' because 'the battery does not hold up like it did'. The patient stated they will charge the ins completely, turn the stimulation off, and the ins battery level will be low within 3 or 4 days. The patient said they turn the stimulation off until their feet hurt and when they turn the stimulation back on, the pain in their feet goes away. No further complications were reported/anticipated.